Event description:
It was reported that the device was unable to transmit data. After replacing the new sensor, it works normally. There is no problem with the data cable. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One used sample outside its original package was received for investigation. Through the device analysis executed on the returned sample it was observed that the device failed vacuum and air leak tests. A root cause was not identified, and awareness was given to personnel who perform the assembly process. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.